Event description:
The pt experienced pain in her back, headaches, weight gain, and constipation, following a pump system implant. The healthcare professional "determined that the incision area was filling with spinal fluid" according to the pt. The pt had surgery to "adjust the catheter" two weeks after implant. The weight gain began four days after this surgery. The pt had an ultrasound of her abdomen and pelvic area to investigate her weight gain but this did not reveal the cause. The pt had been taking a fluid pill. The pt was getting relief from her pain with the device. The pt subsequently reported that her first pump was explanted and replaced two weeks after implant due to a "bad connection." She stated that her weight gain began four days after this surgery. An ultrasound was taken of her kidneys and gallbladder but this "didn't reveal anything unusual," per pt. A month after implant, the hcp reported abdominal swelling and swelling around the ankles. The medication being delivered via the device system was morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Constipation.